Event description:
The lead was replaced due to fracture. The lead was explanted on (B)(6) 2012. The procedure took place at (B)(6) medical center. Unknown physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).